Manufacturer narrative:
Product event summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 8th and 9th distal stent segments with struts bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Product image review: the returned image captures the complaint device, deformation to the stent wire wraps is visible. The product label in the image captures the lot number as reported by the account. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a endeavor resolute drug eluting stent. The target lesion was situated proximally in the lad, exhibited moderate tortuosity, moderate calcification and 90% stenosis. It was reported that no damage was noted to device packaging or when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. The stent failed to cross the lesion. Further pre-dilation was performed and another endeavor stent was implanted. Post procedure, the patient is reported as alive with no injury.